Event description:
It was reported, in the journal article "role of intravascular ultrasound in the management of intracoronary dislodged stent," from the international journal of cardiology 2007, that post a coronary drug eluting stenting treatment procedure, an embolization occurred. The patient presented to the hospital initially with unstable angina and congestive heart failure (chf). Angiography showed severe and diffuse disease of the left anterior descending (lad) artery and 3 severe lesions in the right coronary artery (rca). The ostial rca was direct stented with a taxus express2 4.0x16mm drug eluting stent. The posterior descending artery (pda) and the posterolateral branch (plb) were then dilated with a maverick2 2.0x15mm balloon. The physician then attempted to direct stent the proximal portion of the plb with a 3.0x16mm taxus stent, but was unable to advance through the proximal segment of the rca. During these attempts, the guide catheter became disengaged from the ostium of the rca, which then pulled the guide wire and stent delivery catheter out of the rca. It was noted at this point that the stent had slipped off the delivery catheter and was lost. The embolized stent could not be located by fluoroscopy. An ivus catheter was then advanced and revealed the undeployed stent was almost entirely inside the stent that was previously implanted at the proximal rca. The physician then decided to crush the unexpanded stent against the previously implanted stent by inflating a 4.0x20mm quantum balloon. A 4.5x20mm taxus stent was then deployed along the crushed stent. Ivus confirmed "a complete stent apposition, symmetrical expansion and adequate in-stent cross-sectional area of the stented segment. Five days later, the distal bifurcated stenosis of the left main artery was successfully treated with a crush stenting technique." No patient complications occurred. The patient was prescribed aspirin and clopidogrel indefinitely. Six months post procedure, the patient remains alive and asymptomatic.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.